Event description:
A report was received that the patients charger was overheating and caused small burns around the ipg site. It was mentioned that the burns resulted in broken skin and sensitivity around the ipg site.

Manufacturer narrative:
Sc-6412-3 (sn (B)(6) ). The returned charger was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported allegation was not confirmed. No anomalies were observed during the temperature test. The led of the charger turned green when it was fully recharged in three hours with associate base station and power supply. The charger was able to fully charge a depleted known good ipg in four hours and a double beep was generated at the end of charge. The probable cause selected is no problem detected.

Event description:
A report was received that the patients charger was overheating and caused small burns around the ipg site. It was mentioned that the burns resulted in broken skin and sensitivity around the ipg site. Additional information was received that there was no mention of a burn or any issues with the device during an appointment with the physician. No further course of action will be taken.

Event description:
A report was received that the patients charger was overheating and caused small burns around the ipg site. It was mentioned that the burns resulted in broken skin and sensitivity around the ipg site.

Manufacturer narrative:
Additional information was received that there was no mention of a burn or any issues with the device during an appointment with the physician. No further course of action will be taken.